Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 53 year old patient who endured a descending aortic dissection with a "possible" relationship to the impella device. No other information is available.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the vascular damage - great vessel issue has been completed since the original report was filed. The device was not returned for investigation. The cause of the great vessel vascular damage could not be determined because not enough information was given.